Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual examination of the returned device found the basket retracted and the tip intact. The outer sheath was buckled and torn adjacent to the heat shrink. Furthermore, coil and sheath were buckled in the side car-rx area. The side car-rx presented pushback out of specification. Functional evaluation was performed by easily extending and retracting the basket. The basket wires were found bent. The evaluation concluded that the condition of the returned unit was not consistent with the complaint incident that the basket was folded and won't open. The side car-rx pushback is likely due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the mid common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) stone management procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noted that the basket would not fully open and the basket wires were folded over. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿ this event has been deemed reportable based on the investigation results; side car-rx (guidewire port) pushback.